Event description:
It was reported to philips that customer was unable to x-ray. No harm was reported. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up due to which the x-ray exposure was possible. The fse checked the system and confirmed that the system displayed tube current out of range message. The fse resolved the issue by training the tube and passing full set of high-voltage calibration. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.